Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 18437614. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17421731/200010745.

Event description:
It was reported that the patients lead was exposed at the base of the neck. The patient underwent a lead explant procedure for infection reasons and the patient was doing well postoperatively. The explanted device will not be returned.